Event description:
Information was received from the multiple sources (manufacturer representative , healthcare professional, service <(>&<)> repair) regarding a flex arm having micro endoscopic discectomy (med) therapy. It was reported that flex arm did not tighten even when the knob was tightened. Event occurred during intra-op and it was used on patient. There were no patient symptoms reported and no delay in the overall procedure was reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis # 707137637, product : 9560524, lot no: w04f1867: air analysis confirmed that the tube retractor was loose, the bearing was damaged, and the joints and cables were worn out during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis # 707137637, product:9560524, lot no:w04f1867 analysis confirmed that the fixation of the tube retractor was loose, the bearing was broken, and the joint and cable were worn during inspection at the time of acceptance. See the attached service report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.